Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 23 (post-reset ram crc alarm) and a pump error 53 (software error detected). The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm, but was unable to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
No flashing medtronic logo during testing. Pump received with a pump error 53 alarm during booting up. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify pump error 23 alarm due to pump error 53 alarm. Thump and software ware utilized and downloaded trace/history files properly. In further review found multiple pump error 53 on event date 101/14/2026 14:20:10.000, 01/14/2026 15:21:21.000, 01/14/2026 15:26:27.000, 01/14/2026 23:13:44. File number: 16, line number: 450 esf#: 3730112 hardware error, and pump error 23 on 01/14/2026 23:07:59.000, 01/14/2026 23:08:19. In history file. Pump was cut and open found moisture damage on the electronic assembly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay. No flashing medtronic logo during testing. Pump was received with a pump error 53 alarm during testing and pump error 53, 23 alarms confirmed in the history file due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.